Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# (B)(6) serial# implanted: (B)(6) 2020 explanted: (B)(6) 2026 product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2026 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6) , ubd: 04-feb-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 01-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient complained of suboptimal to no therapy out of the left lead; impedances reported to be normal. The manufacturer representative stated they were made aware of this when the patient showed up to the hospital for a lead revision. The representative confirmed the lead and extension were replaced the patient is scheduled in approximately 2 weeks for initial programming of the lead. It is unknown when the therapy was suboptimal. The manufacturer representative provided additional information confirming that the absence of therapy on the left lead was determined to be due to improper lead placement. Multiple programming options were attempted, and the lead revision was agreed upon by both the movement disorder specialist and neurosurgeon. The representative also confirmed that the lead and extension were replaced. Future reprogramming was not yet scheduled. The issue is considered resolved. The representative was notified on the day of surgery. The physicians were aware of all events.